Event description:
Customer reported experiencing a low blood glucose event. Customer stated his meter was not working. Customer stated he had gone home after visiting doctor and checked blood glucose with meter and it was 333 mg/dl. High was not unusual since customer was on steroids. Then an hour later customer passes out his sugars were 9 mg/dl and customer went to the doctor. Doctor informed him to buy a new meter. Customer declined troubleshooting for low, stated the device and infusion set was working fine. Doctor and several other people have checked the meter and state it wasn't working. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.